Manufacturer narrative:
The device has not been returned for evaluation. The manufacturing and sterilization records were reviewed and found to be acceptable. This investigation is ongoing. See related report 0001920664-2020-00070.

Event description:
The user facility reported the irrigation sleeve holes were not perforated away from the sleeve and entered the eye. The particulate was removed with forceps. No patient injury reported.

Manufacturer narrative:
Correction: d3: manufacturer address.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a root cause was not able to be determined. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.